Manufacturer narrative:
An evaluation of the kangaroo epump was performed for the reported condition of, ¿pump is not accurate¿. The unit was triaged and the customer¿s reported condition was confirmed. It was noted that the gearbox was turning clockwise and the sensor was cracked. A trend has been identified and a corrective action has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 11/30/2016. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that an issue occurred with an enteral feeding pump. The customer states the pump is not accurate and there is no further information available regarding this pump.